Manufacturer narrative:
(B)(4). This complaint for a report of use error, reuse of drain line was confirmed based on information provided by the patient. The patient stated the drain line extensions he was using was two days old. The cause was undetermined. The label review found the labeling adequate for the use error in this complaint.

Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.

Event description:
The customer contacted baxter's service center regarding a check lines and bags alarm, which occurred on the homechoice (hc) during use during prime. The technical service had the home patient (hp) disconnect all three of the 2 day old drain line extensions and press go. The hc primed, so the tsr recommended that the hp attach new drain line extensions to the setup. The hc was okay. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report. On (B)(6) 2011, product surveillance contacted the registered nurse (rn). The rn was informed the home patient (hp) has been reusing the drain line extension. The rn stated the hp has had no injury or medical intervention from this incident.